Event description:
Account reports one incident in which atropine was being administered to a hypotensive, bradycardic pt. During removal of the abbott life shield protective system, the sleeve stopper separated. Reporter stated there was no negative outcome to the pt.